Event description:
It was originally reported that the patient never experienced therapeutic effect. She was going to the bathroom the same amount as before the implant. The healthcare provider confirmed that the patient experienced a lack or effect. The patient's lead was revised.